Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc adapter/connector was defective /damaged before the infusion, the indwelling needle was placed, and after the placement was complete, the infusion set was opened to start the infusion. Fluid was found to be flowing from the prn connector. It was discovered that the spiral pattern was deformed and could not be tightened. The needle was removed, and the placement was repeated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot # 4258135): 1) the products of this batch were assembled at intima ii auto line 4 in oct 2024, and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. At the same time, the visual inspection of the retained sample was carried out, and no abnormality was found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. According to the information described by the customer, the possible cause of fluid outflow at the prn joint is: malocclusion occurs, i.e. The luer of the prn or end cap is not occluded correctly with the luer of the pp connector. Because no defective sample has been received for further testing, the root cause of the leakage cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.